Event description:
It was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event. Infection was reported that an infection occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event. (B)(6) 2012- it has been reported that the patient developed sepsis after this infection and has expired after developing this infection.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned, analyzed, and analysis revealed no anomalies found.